Event description:
Information received indicates the brake/steer pedal doesn't stay in the lock position, but when it does, the brake casters continue to swivel.

Manufacturer narrative:
The technician replaced the brake detent mechanism and the brake and brake/steer casters to repair the bed.